Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received through cd shipment. After review of medical records, there a multiple debridement and infection, cellulitis, pain, wound purulence with dysuria, fracture of the proximal femoral shaft and depression and anxiety. Doi: (B)(6) 2008: dor: unknown; right hip (secondary).